Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: sn (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. Although the product was not returned the software files were downloaded from the device and provided for investigation. The application log file (navio.log) confirmed the intraop exited upon transitioning from ¿adjust camera¿ to ¿checkpoint definition,¿ confirming that the intraop likely crashed, and displayed the internal error message to the user. An internal error message is a result of an intraop crash. However, the log files (naviosystem.log, xsession.log, and/or coredump) needed to identify the cause behind the intraop crash were not provided for review. This software issue is under further investigation. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, when starting the registration of the femur check point pin during a cori tka assisted surgery, the surgeon tapped the foot pedal to collect the checkpoint and an internal error message was displayed, and the system automatically removed the case. The case was re-entered and the procedure was completed without significant delays. The patient was not harmed.